Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369. PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spring on top of the plunger on the ultrasafe x100l png clear nvs stein was noticed to be in the wrong positon before use by the patient, but was not pointed out until after the injection failure. The following information was provided by the initial reporter: "the spring is in the wrong position and the syringe won't inject. The patient advised that on the top of the plunger on one of the syringes the spring is in the wrong position and the syringe won't inject."

Event description:
It was reported that the spring on top of the plunger on the ultrasafe x100l png clear nvs stein was noticed to be in the wrong positon before use by the patient, but was not pointed out until after the injection failure. The following information was provided by the initial reporter: "the spring is in the wrong position and the syringe won't inject. The patient advised that on the top of the plunger on one of the syringes the spring is in the wrong position and the syringe won't inject."

Manufacturer narrative:
Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence.